Event description:
It was reported that during a follow-up pci procedure which was done seven months after a stenting treatment procedure, a fracture was detected in the sentinol nitinol biliary stent. This fracture resulted in complete separation. The biliary stent had been placed in the adductor canal, and a 70% instent restenotic lesion was present at the time of the follow-up procedure. The physician did not attempt to remove the stent, and treated the restenosis successuflly. No patient injuries or complications were reported.